Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report were received for examination. A photo was provided and reviewed, and the attune articulating surface was not showed in the photograph. Therefore no further investigation can be completed at this time. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune articulation surface broke along with the shim while trialing during the surgery.